Event description:
The customer reported via phone call that the insulin pump alarmed off no power, which was not preceded by a low battery alert. The customer stated that the battery had died, and the customer was hospitalized for diabetic ketoacidosis. The customer's blood glucose was 330 mg/dl. The customer advised that the insulin pump had been off when she woke up. She and the nurse did not believe that the insulin pump caused the high blood glucose, and she stated that the up had been off when she woke up. She declined troubleshooting for the high blood glucose. She reported that the insulin pump had alarmed low reservoir prior to the off no power alarm. She noted that something similar had occurred previously when the insulin pump alarmed off no power without a low battery indicator. The customer was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.